Manufacturer narrative:
This report is based on information provided by the philips call center and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported issue; however, no information was available. It has been concluded that no further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the device did not pass the defibrillation test. There was no patient involvement.